Event description:
Follow up information received attributed the event to the patient's poor dietary choices (noted as eating "steak and salad").the patient outcome was reported as recovered without sequelae.

Event description:
The pt reported, a loss of therapeutic effect after going through a theft detector or security gate at a wal-mart store. He experienced diarrhea and stomach cramping as well. He had an appointment with his health care provider on (B)(4) 2011. No other pt symptoms or outcomes were reported. Add'l info has been requested, but was not available as of the date of this report. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).